Manufacturer narrative:
Date sent to the FDA: 03/02/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient stated that her life did not return to a normal quality of life. After 2 days in the hospital, she began to feel that something was sticking in her, something was pinching. It was reported that the patient was in agony and pain and had recurrence of hernia. The patient reported that the after the first mesh surgery in (B)(6) 2011 that the patient was told by the doctor that ¿there were remarkably few adhesions¿. Additional information has been requested.